Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the following; - since the subject device was a product prior to countermeasures by a change in the operational amplifier circuit design of the patient board, it was assumed that when the evis 180 series videoscopes were connected to the subject device, the image was not displayed due to a failure of the operational amplifier.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device could not work and could not recognize a duodenovideoscope (tjf-q180v). The subject device could recognize other endoscopes. The other cv-190 could recognize the tjf-q180v. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc was informed that during the incoming inspection for repair at omsi, it was found that the endoscopic image was not displayed while evis 180 series videoscope was connected due to the failure of the printed-circuit board.